Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to flow transducer test failure during pre-use check (puc). The reported issue has been confirmed during evaluation of the provided problem description and service report. In the further process of complaint handling, provided information indicated that the issue was solved by cleaning of the safety valve. The device was delivered to the user in working condition. No device's logs and parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.